Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute onyx des were implanted in the rca. On the same day, procedural thrombus occurred. The investigator assessment is unknown. The patient recovered.